Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the connecting tube, the switch box, the bending section cover, the control unit, the right/right knob, the upward/downward angulation control knob, the free-engage knob, the forceps elevator, the switch 1, the scope cover, the grip, the image guide protector, the universal cord, the protector of universal cord on the control section side, the protector of universal cord on the suction connector side, the suction connector and the scope cover unit were scratched. Due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; due to clogging of nozzle, water removal ability did not meet the standard value; due to wear of angle wire, bending angle in the up direction did not meet the standard value and due to damage on the charged coupled device unit, the image had roughness. The control unit and the scope cover had discoloration; the adhesive on bending section cover had a chip; the connecting tube had a dent; the adhesive around light guide lens was peeled, and the suction connector had corrosion. Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had many black spots and dots. No reports of patient harm. During the evaluation the following reportable malfunction was found: nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.